Event description:
Patient had implantation of arteriovenous graft in the left thigh for dialysis access in 2007 at medical centers. He experienced large lymphocele of the groin and was re-explored one month later. There was weeping of serum ultrafiltrating through the arterial portion of the arteriovenous graft.